Event description:
It was reported that the lead implanting procedure was not smooth. After several attempts the insulating layer of the lead was damaged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.